Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip. The pump gave a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the insulin pump alarmed. The customer's blood glucose was 210mg/dl. The customer was advised the pump will be replaced.